Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The drill bits were broken while in use. The presence of sclerotic bone was noted. No patient consequences were reported and no further information has been made available at this time.